Event description:
It was reported that the device was running without the trigger being pressed. There was no pt involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause is bulge in the trigger housing that deformed the trigger shaft and caused the reverse trigger to catch when depressed.